Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Reporter had fasting, back-to-back, meter-to-lab, capillary to venous, blood glucose comparison performed with results of 160 and 246 mg/dl respectively. Control solution test was 117(89-134) mg/dl. Reporter was not experiencing any symptoms. No allegation of harm.